Manufacturer narrative:
(B)(4). Section d4: lot number and device identification information were not received. The subject rt266 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the expiratory tube of an rt266 infant dual heated evaqua2 breathing circuit was found to be damaged and leaking air during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4) section d4: lot number and device identification information were not received. Method: the subject rt266 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned complaint device confirmed the reported damage in the expiratory tube. Further testing of the damaged tubing was performed. This indicated that the evaqua2 tubing is likely to have chemically degraded when exposed to an incompatible chemical. Conclusion: the damage to the subject rt266 infant dual-heated evaqua2 breathing circuit appears to have been caused through exposure to an incompatible chemical. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state: "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Do not use beyond 7 days maximum duration of use." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that the expiratory tube of an rt266 infant dual heated evaqua2 breathing circuit was found to be damaged and leaking air during patient use. There was no patient consequence.